Event description:
It was reported that the patient presented to clinic with palpitation. Upon review, it was discovered that the right ventricular lead failed to capture. A chest x-ray was performed, and it was confirmed the lead was dislodged. Once the pocket was opened by the physician it was noted that the lead was twisted multiple times, twiddlers syndrome was diagnosed, and damage was seen. The lead was explanted and replaced. There were no patient consequences.